Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft kink occurred. The 100% senotic lesion was in a calcified and moderately tortuous vessel located below the knee. The sterling es mr 1.5 x 20mm catheter shaft became kinked during use. Another device was used to complete the procedure. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a hypotube fracture.

Manufacturer narrative:
Device (B)(4) relates to component (B)(4). Device evaluated by manufacturer: returned product analysis revealed a hypotube fracture 56cm from the strain relief and a shaft kink. The fracture surfaces are consistent with a fracture due to tensile overload possibly caused by a kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).